Manufacturer narrative:
Author: oscar a. Mendiz, m.d., carlos fava, m.d., gustavo lev, journal: journal of interventional cardiology. Issue: vol. 29, no. 6, 2016 title: transradial versus transfemoral carotid artery stenting: a 16-year single-center experience reference: doi: 10.1111/joic.12342. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic guardwire embolic protection devices were used in a study to compare the outcome and complication rates of transradial (tr) and transfemoral (tf) carotid artery stenting (cas). Seven-hundred seventy-five (775) patients were enrolled. One-hundred one (101) patients were in the tr group and 674 were in the tf group. The following in-hospital outcomes were observed. Major bleeding, including 1 requiring vascular surgery due to retroperitoneal aneurysm. Two other patients had superficial femoral aneurysm, 1 of them requiring thrombin injection. One (1) of them had a forearm hematoma that was treated medically. Other following in-hospital outcomes include 11 cases of tia, 20 cases of stroke and 7 deaths. At 30 days, three deaths were observed. The investigator assessed that none of reported events in this publication were attributed to medtronic devices. All of them were procedural or post procedural complications related with the procedure and/or additional procedures such as cardiac surgery in an extremely high risk population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.